Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all of them were unable to login using bio ID and error message displayed required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the users required to use password to sign in. A technical support specialist (tss) tried to reach out customer but no response. So, proceed to close the case.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all of them were unable to login using bio ID and error message displayed required maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.